Event description:
It was later reported the therapeutic effect is only effective for ¿only a day or so¿ after a reprogramming session. It was stated there were ¿programming problems because the patient was using more medication.¿ it was also stated the patient had pain in the right side of her head that she noticed about one month prior to report.

Event description:
Additional information received reported that the patient never experienced therapeutic effect and did not get control for their tremors in their legs and arms. It was noted that eating made the patient's tremors worse. The patient had gone to their physician and was reprogrammed which brought relief. However, next day the patient felt as though they were never reprogrammed. If additional information is received, a follow up report will be sent.

Event description:
It was initially reported that a patient was not able to make a determination between the medications or the implantable neurostimulator (ins) as to which was causing issues. It was stated that the programming only lasted about a day in terms of helping with the dyskinesia. One month later the following results for impedance measurement between various electrode pairs were reported: left ins - c-0, 2482 ohms, c-1 1571 ohms, c-2 2434 ohms, c-3 2332 ohms, 0-1 3058 ohms, 0-2 4507 ohms, 0-3 4400 ohms, 1-2 3071 ohms, 1-3 3277 ohms, 2-3 3786 ohms, right ins - c-0 2414 ohms, c-1 2454 ohms, c-2 1696 ohms, c-3 2142 ohms, 0-1 4079 ohms, 0-2 3385 ohms, 0-3 3971 ohms, 1-2 3238 ohms, 1-3 4024 ohms, 2-3 2897 ohms, it was stated that high impedance levels were observed on left side electrode pairs c-0, c-2, c-3, 0-2, 0-3 and right side electrode pairs c-0, c-1, c-3, 0-1, 1-3. No error messages on the patient programmer were reported. No surgical interventions were planned/taken. Reprogramming sessions were noted for (B)(6) 2012 and (B)(6) 2013 with improvement of tone and tremor with alternate electrode activation. It was stated that the patient continued to have dyskinesia, 20 medications, and non-compliant with decreasing medications. Increased dyskinesia was reported. No hospitalization was required. Patient outcome was stated as no injury. It was also noted that either the patient or her healthcare professional was checking with surgeon who performed original implant procedure to determine if the recalled piece, "winged boot," was used for this patient. If additional information is received, a follow up report will be sent. The information was also reported on patient's other ins in regulatory report # 3004209178-2013-02913.

Event description:
Addition information was received that stated the patient was still working through the "adjustment" period right now and that the stimulation had not shown much improvement of the patient's symptoms since the device was implanted. It was noted the patient's extension kit was part of a recall, but there was no information that indicated the recall was related to the event". It was noted that the patient stated the issue was that they "didn't know how much to back off because they very quickly got the other response and felt the stimulation needs to be refined to a better setting". It was added that the patient had been to a neurologist 4 times since the device was implanted for adjustments. It was noted that after the patient made adjustments, "it seemed to be good at the time, but the next time it seemed to wear off". It was added that sometimes after the stimulation is increased or decreased, "it is hard to tell if there was anything that was being done because it doesn't happen quick enough". The patient was redirected to their healthcare provider.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3389s-40, lot# va01lp5, implanted: (B)(6) 2012, product type: lead. Product ID 3389s-40, lot# va01lp5, implanted: (B)(6) 2012, product type: lead. Product ID 3389s-40, lot# va01lp5, implanted: (B)(6) 2012, product type: lead. Product ID 3389s-40, lot# va01lp5, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient did not get the relief from the symptoms they expected. It was stated they had experienced headaches. It was noted they had dyskinesia but their health care professional stated it was due to the ¿overage¿ of mediation the patient was on. It was noted they increased their voltage and they had some reprogramming performed and it would help for a day but then they would go back to having symptoms. It was stated they had bladder issues and it was unknown what caused it. It was noted there was potential lead damage associated with the deep brain stimulator lead cap.